Event description:
It was reported that this implantable pacemaker exhibited oversensing of muscle myopotentials. Due to this, a lead safety switch was triggered, which led to pacing inhibition and consequently the patient experienced a syncope episode. It was decided to explant the device and another one was implanted instead. No further adverse patient effects were reported.

Manufacturer narrative:
The returned device was inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. Pacing and sensing functions were tested and the device was verified to operate as expected. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this implantable pacemaker exhibited oversensing of muscle myopotentials. Due to this, a lead safety switch was triggered, which led to pacing inhibition and consequently the patient experienced a syncope episode. It was decided to explant the device and another one was implanted instead. This device was returned to boston scientific for evaluation. No further adverse patient effects were reported.